Event description:
It was reported that during a spinal cord stimulation trial lead implant procedure, the lead was inserted into the spinal column and the lead stylet punctured through the lead and entered the epidural space. The physician suspected the needle may have grazed a nerve which caused severe pain in the patient's left foot. The damaged lead was removed from the patient and a new lead was successfully implanted. The patient was administered medicine for the pain.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: n/a (stylet), upn: 90808094-03, model: 90808094-03, serial: n/a, batch: 1240292500. The 70 cm stylet has not been returned by the medical facility, as such, physical analysis has not been conducted in our laboratory. Visual inspection of returned lead sc-2316-70 (B)(6) found that electrode 5 had a puncture mark located near the distal end of the lead. The cable was exposed at this damaged portion of the lead. This type of damage is possible when the lead is bent or encounters resistance while guiding the lead, stylet to the permanent location. The instructions for use (IFU) states that under fluoroscopic guidance, place the insertion needle into the epidural space with the bevel facing up using a 45 degree angle or less. The IFU warns that steep angles increase the insertion force of the stylet and present more of an opportunity for the stylet to pierce the lead and cause tissue damage. As such, boston scientific has determined that the lead stylet punctured through the lead and epidural space and grazed the patients nerve, was likely caused by an unintended user error when implanting the device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: n/a, (stylet) upn: (B)(4), model: 90808094-03, serial: n/a, batch: (B)(4).

Event description:
It was reported that during a spinal cord stimulation trial lead implant procedure, the lead was inserted into the spinal column and the lead stylet punctured through the lead and entered the epidural space. The physician suspected the needle may have grazed a nerve which caused severe pain in the patient's left foot. The damaged lead was removed from the patient and a new lead was successfully implanted. The patient was administered medicine for the pain.